Event description:
It was reported by the pt that he was implanted with this mesh in 2002. He reports that it "came apart" and was re-repaired with another bard ck in 2003. Unable to determine based on current available info if the "re-repaired" included explant of the mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.